Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs sys on (B)(6) 2010. It was reported that the pt is taking longer to recharge the ipg than it used to. A replacement charger was shipped to the pt, but attempts to gather more info have been unsuccessful. No further info is available at this time.